Manufacturer narrative:
The event could not be confirmed because the device was not returned. No additional information has been made available. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient presented with superficial infection. The physician treated the infection with irrigation and debridement with saline and vancomycin powder. All the hardware was left in the patient as the doctor deemed the infection was not deep enough to have been a result of the implants. The patient was administered and prescribed antibiotics.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that the patient presented with superficial infection. The physician treated the infection with irrigation and debridement with saline and vancomycin powder. All the hardware was left in the patient as the doctor deemed the infection was not deep enough to have been a result of the implants. The patient was administered and prescribed antibiotics.